Event description:
It was reported that a spectrum pump displayed a white screen. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. The device was tested and no malfunction could be identified. The eval was unable to determine the cause. The input/output printed circuit board is a known contributor to this symptom and was replaced.